Event description:
After delivery, a new umbilical security clip was applied to the newborn's umbilical cord. When the pt was moved, the clip slipped off of the cord (did not unclip) requiring the nurse to have to grab the cord to stop the bleeding. Examination of the clip shows that light shines between the teeth of the clip, which is different than other clips. Nursing staff reports this is the second similar occurrence.